Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed. The presence of the septum material found inside the right ventricular set screw hex cavity prevented full insertion of the torque driver into the hex cavity. When pressure was applied to tighten the set screw, the hex cavity was rounded (stripped). The stripped set screw hex cavity prevented the set screw from being properly engaged and tightened.

Event description:
It was reported that the patient presented for a generator changeout procedure. During the procedure, the replacement implantable cardioverter defibrillator (ICD) exhibited difficulty in retracting and resetting the right ventricular set screw in the device header. A second torque wrench was used, but the issue persisted. The other port set screws of the device successfully engaged with the wrench. The ICD was exchanged for a new one successfully. The patient was in stable condition throughout.